Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests her blood glucose 6-8x daily and her blood glucose usually reads around "100-150 mg/dl." The patient manages her diabetes with humalog insulin through pump therapy. The alleged issue began on (B)(6) 2012. The patient reportedly went to her physician's office for an infusion procedure. While waiting at her physician's office, the patient claims she felt symptoms of blurry eyes, light headed and warm. The patient obtained a blood glucose result of "81 mg/dl" with the subject meter. The patient confirmed she feels "low" when her blood glucose reads around "81 mg/dl." At that time, the patient stated she turned off her insulin pump. The patient alleged the nurse was supposed to get her juice to treat her symptoms; however, the patient never got to drink it. Several minutes later, the patient claims she "passed out." The patient reportedly regained consciousness about an hour later; however, could not confirm/ specify treatment received. Later that same day, the patient reported blood glucose results of "504 and 424 mg/dl" with the subject meter and "299 and 301 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claims she felt symptoms of groggy which correlated with the reported blood glucose results. The patient administered self a bolus dose of insulin (amount not specified) as treatment. The patient denied making changes to her usual diabetes management routine and confirmed her results have been reading within her normal range. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. Replacement strips and control solution were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter results. The patient denied making changes to her usual diabetes management routine and confirmed her results, prior to the reported issue, have been reading within her normal range. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.